Event description:
Additional information received that an alternate device was employed. A back up flow probe was used.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence for part return were unsuccessful so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor failed and no readings were displayed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.